Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a channel error occurred when checking a patient in. There was patient involvement, but unknown harm. Although requested, additional information was not provided.